Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the 840 ventilator generated an operation failure alarm sound and also generated a power on self test diagnostic message and a background check alert diagnostic message indicating non-volatile random access memory (novram) checksum error, and ventilation stopped. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.

Manufacturer narrative:
Section d updated due to device evaluation section h6 evaluation codes updated due to device evaluation. Method code (annex b) remove b21 and add b01 result code (annex c) remove c21 and add c13 conclusion code (annex d) remove d16 and add d02 component code (annex g) remove g07003 and add g02005 h3: device evaluation summary medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the pb840 ventilator generated an operation failure alarm sound and also generated a power on self test diagnostic message and a background check alert diagnostic message indicating non-volatile random access memory (novram) checksum error, and ventilation stopped. The device was available for evaluation.the service personnel (sp) inspected the ventilator, confirmed the reported issue based on d iagnostic codes and replaced the breath delivery (bd) central processing unit (cpu) printed circuit board assembly (pcba) and analog interface (ai) pcba. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the event was isolated to a potential fault in bd cpu pcba and/or ai pcba. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d was updated due too the part return h3 device evaluation summary: was updated due analysis of returned part. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the pb840 ventilator generated an operation failure alarm sound and also generated a power on self test diagnostic message and a background check alert diagnostic message indicating non-volatile random access memory (novram) checksum error, and ventilation stopped. The device was available for evaluation.the service personnel (sp) inspected the ventilator, confirmed the reported issue. Based on diagnostic codes, sp replaced the breath delivery (bd) central processing unit (cpu) printed circuit board assembly (pcba) and prec autionarily replaced the analog interface (ai) pcba. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. He bd cpu pcba was not returned to medtronic for failure analysis one ai pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no mal function or product deficiency observed. The cause of the event was isolated to a potential fault in the bd cpu pcba. Although the ai pcba was replaced in the field, the returned ai pcba was tested satisfactorily. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.